Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she recently went to the emergency room due to a blood glucose level of 497 mg/dl. The customer reported that she had diarrhea, was sick and sweating, and could not walk. The customer reported first having a blood glucose level of 352 mg/dl that continued to rise even after a manual insulin injection. During the call, the customer was unable to complete troubleshooting due to not having a tubing clamp available. Blood glucose level at the time of the call was 165 mg/dl. The customer was sent a tubing clamp and was advised to call back when it arrived.